Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer discovered that drawers 1 and 2 would not open and also found that the drawer controller for drawers 1 and 2 had failed, with only the power light illuminated. Fse replaced the drawer controller and configure the drawer, and the drawers passed the diagnostics and application tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers 1 and 2 had issues opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.